Event description:
Homepump series c did not infuse over the 46 hour period. Homepump series c with 241 ml total volume did not infuse over 46 hours period of time. Pt returned with pump looking as if it was 100% full. All clamps are open on the pump.